Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. B4 ; g1-2; g7 ; h2 ; h6 & h10 were updated. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the event is related to mishandling , applying excessive force upon removant of anchoring plate which caused the cage breakage. There is no evidence to indicate a device issue.

Event description:
Roi-a : anchoring plate jammed + cage fractured.

Manufacturer narrative:
Implant discarded.

Event description:
Roi-a : anchoring plate jammed + cage fractured. Cage was implanted in l5-s1 disc space. Surgeon attempted to implant the first anchor but could not do it correctly due to the position of the cage (anchor penetrated the outer cortex of the anterior portion of the sacrum). Surgeon wanted to reposition the cage so tried to retrieve the plate, but it was jammed, and it caused the cage to crack off. Implants were removed and new ones were inserted. There was no injury to the patient. No broken part in the patient body. Broken implant were discarded. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested to have a better understanding of this case and to provide advices to surgeon on surgical technique.

Manufacturer narrative:
Additional information received on 30 oct 2017 : it was a two level surgery (reported issue only on one level). For the level where issue occured, plates were removed and implanted again with a new cage. No images will be provided, reporter don't have information about the indication for the initial surgery. The plate hook was used to retrieve the anchoring plate. Investigation is in progress.

Event description:
Roi-a: anchoring plate jammed + cage fractured.